Event description:
Intravenous (IV) self-filled remodulin patient (pt) via a cadd solis pump. It is unknown if pt is still taking adempas as their last shipment for a 30 day supply was (B)(6) 2026. Pt reported experiencing recent dizziness, diarrhea, and swelling around the eyes. Pt reports that their pump alarms when they get in the shower but they silence it and their life-sustaining infusion continues uninterrupted. The product issue occurred while in use with the pt, however, no issues or injury were reported due to the product. Device is available for investigation upon pt return. The devices were not replaced and the pt did not need to switch to a backup device as pt is still able to use their pump. The issue is resolved for now, though, pt advised they will get nursing assistance if the alarm goes off again. The device serial number was not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking info is not available. Photographs were not provided. Current remodulin dose is 19ng/kg/min. No additional details, dates, or information provided. Pulmonary arterial hypertension.